Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. When the lead was connected to the new device, increased high voltage lead impedance (hvli) was observed. The lead will continue to be monitored, as the hvli is measuring with normal range.